Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive mechanical force.

Event description:
It was reported that during a knee sewing the needle broke in the center the device. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device from another manufacturer. The surgery technique was adjusted to be able to finished the procedure with the device from another manufacturer. 24-nov-2021 update dw. Further information were provided that the broken parts were not loose inside the patient.